Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due a workmanship issue of the piezo alarm assembly by the supplier of the assembly. The device has been identified as part of a product recall. The pump history was downloaded at the svc ctr. A review of the history found that on channel 3 of the device between the dates of (B)(6) 2010 and the reported event date of (B)(6) 2011, there were forty-four occurrences of e301 (audio alarm failure) indicating that the device remained in clinical use after the first occurrence. The device had not been received for factory level svc from the date of MFR until 02/07/2011. There were no e301 alarms noted on channels 1 and 2. On the reported event date of (B)(6) at 0439, channel 3 the device alarmed with an n161 (line a vtbi complete). At 0441, an e301 (audio alarm failure) occurred at 0443 a (n102 infuser idle 2 mins) occurred. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The pt was status post operative for coronary artery bypass graft (CABG) & mitral valve repair surgery on (B)(6) 2011. On an unspecified date & time, the triple channel pump was programmed to deliver unspecified concentrations of levophed, epinephrine & primacor. No specific programming parameters were provided. The pt was reported to be unstable prior to surgery & continued to be unstable. Reportedly, the pt was also receiving unspecified doses of sodium bicarbonate for acidosis. The customer contact reported on (B)(6) 2011 at 0200, the pt's "o2 sats were dropping & the systolic was at 40 mmhg." The md was called to assess the pt. At approx 0230, the programming parameters for the epinephrine were titrated to an unspecified rate according to new orders provided by the md. Reportedly, the pt did not respond to the titration of the epinephrine. At an unspecified time between 0230 and 0300 after the programming changes were made, the customer contact reported the nurse & md noted that the channel delivering epinephrine displayed e301 (audio alarm failure) with no audible alarm tone. The length of time that the channel was in the alarm condition and the length of the delay of the epinephrine therapy were not specified. The device was removed from clinical svc. It was reported that the levophed & epinephrine therapies were resumed using a replacement device. At an unspecified time, an intraaortic balloon pump (iabp) was inserted due to the pt's systolic readings. It was reported that the pt was "very acidotic" and was given an unspecified concentration of sodium bicarbonate IV and a continuous delivery was started. It was reported that the acidosis "continued until the next day." On (B)(6) 2011, the customer contact reported the pt expired. The customer contact indicated that the pt "remained unstable after the event until expiration, but not due to the event." Though requested, no additional info was provided.